Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to recognize a battery, resetting) has been confirmed. Upon investigation the battery charger/modem was resetting and was unable to charge a battery pack. The cause for the failure was isolated to a shorted y1 crystal oscillator on the bedside pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor reported that a patient's charger/modem was unable to recognize a battery and was resetting.